Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise, leading to pacing inhibition. This resulted in minor patient arrhythmia and dizziness. No intervention was reported thus far. The patient was reported to be stable

Manufacturer narrative:
Further information was requested, but not received.